Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing vlv assy, bulk soln (rohs)_part number 7-205346-01. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The account generated falsely elevated architect magnesium patient result. Sample ID sid (B)(6) initial result 6.1 mg/dl and repeat result 1.3 and 1.3 mg/dl. The account uses a normal range of 1.3 to 2.1 mg/dl. No impact to patient management reported.